Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain which was severe enough to induce vomiting. The right ventricular (rv) lead had dislodged and was suspected to have caused a perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.